Event description:
An alarm heard confirmed by telemetry due to a low battery alarm was reported. Per reporter patient was for refill as of the date of this report and low battery message was noted on clinician programmer. The message did not show at last refill in (B)(6). There was no therapy or medical problems per reporter. Drug delivered via the device was not known. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).